Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. They tried to interrogate the same device with a different programmer last week and were unsuccessful. Magnet produces no tone from the device and it is non-responsive to both wired and wireless telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.